Event description:
Patient in surgery for laparoscopic cholecystectomy. While suturing at the end of case, an ethicon 4-0 monocryl suture on ps-2 needle broke while the resident was suturing the skin. Both parts of needle were obtained and removed from the sterile field. New needle obtained and procedure completed. No harm to the patient.